Event description:
The customer reported the system would not start up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu and system interface boards were replaced and the software reloaded. The system was then found to be operating as intended.